Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure, a balloon rupture occurred. The 90% stenosed lesion was located in the moderately tortuous and calcified left anterior descending artery (lad). The maverick2 15x2.0mm was being used to pre-dilatate the lesion. During the first inflation the balloon ruptured at 6 atms. The inflation duration is unknown. The device was withdrawn and the procedure was completed with a different device. No complications or injuries were reported. Patient status was listed as 'good.'

Manufacturer narrative:
(B)(6). It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).